Event description:
Ous MDR. It was reported that this balloon ruptured at 14 bar after the third dilation of two subtotal occlusions within a av-shunt (left v. Cephalica).

Manufacturer narrative:
Ous MDR. The report we received from the user facility indicated that the balloon burst at 14 bar after three successful dilations of a dialysis shunt, duration per inflation was about 40 seconds. The radial av shunt was located in the left arm. The two subtotal cicatricose lesions were described to be located in the cephalic vein. With the third inflation, the balloon ruptured circumferential. During the attempt to withdraw the balloon into the 4f sheath, the distal part of the device separated. A removal tool was used to remove the remainder of the catheter. The following analysis has been performed on the returned product. The balloon exhibited a circumferentially-directed tear and was separated in two parts. The remainder part of the balloon with a part of the guide wire lumen and the catheter shaft, including 10 mm of the balloon. The guidewire lumen was fractured just distal to the proximal marker band. Due to the balloon rupture, it was not possible to perform inflation and deflation of the balloon. Tests revealed that a tensile overload must have been applied to the catheter resulting in destruction of the device. Furthermore, we would like to mention the maximal applied pressure during the procedure was 14 bar, which is above the rated burst pressure stated in the IFU. See scanned page.